Event description:
Mammogram found pre-cancer cells in left breast. Rptr asked plastic surgeon to put in implants immediately, which he did after total mastectomy on both sides. Rptr was dissatisfied with the flat shape. She requested different ones and these implants were put in. Rptr experienced allergy symptoms, but is not allergic to anything. She had hysterectomy 6 to 8 yrs ago due to a growing fibroid tumor. Three yrs ago joints started hurting, dr treated her for lymes disease. It turned out to be lupus.